Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please provide the lot number? Unknown. Please provide the source or name of person providing answers to follow-up questions: (B)(6). (Please refer to the attached email). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that on the first suture needle came off the when there passing it to the trocar and on the second one suture broke while the surgeon using it. There were no patient adverse event. Product is not for return. No adverse patient consequences were reported. Additional information was requested.